Event description:
It was reported that, "during the bha, the surgeon opened the inner blisterpack, the c-clip had already broken."

Manufacturer narrative:
The device is not available for evaluation as it was discarded by the hospital. If additional information is provided, the evaluation results will be submitted in a supplemental report.